Manufacturer narrative:
During evaluation, the sample was bubble leak tested where the connection was made within a test loop, then placed underwater. The loop was pressurized and no leaks or bubbles were found, determining that when the connection was made appropriately, the connection was secure and did not leak. The device history record (DHR) was reviewed and no issues were noted related to this complaint. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
Per clinical review: this complaint from the user facility involved the manufacturer's pigtail connection that became dislodged on a eurosets extracorporeal membrane oxygenation (ECMO) oxygenator during ECMO (bypass). The pigtail was connected to the venous inlet port of the oxygenator. There was a 100 milliliter (ml) loss of blood to the patient. The clinician clamped the tubing lines to stop the blood loss and stop ECMO, so that the pigtail connection could be changed out. The patient was arrested during this time. ECMO was successfully re-initiated. The pigtail connection was returned to the manufacturer for investigation. A picture was provided by the user. Upon inspection, there were no visible cracks or other damage on the pigtail connection. Five samples of the pigtail were tested, and no leaks were observed. Manufacturing records at that time revealed no anomalies. The complaint could not be replicated, and a definitive root cause could not be determined.

Manufacturer narrative:
Per the perfusionist, the patient was on extracorporeal membrane oxygenation (ECMO) after a norwood procedure. The alarm for low pressure sounded and the perfusionist noted that the connector had been dislodged at the connection point to the oxygenator and the blood loss was noted at that time. It was assumed that the connection point loosened over time or through patient movement/torque as neither device was cracked or broken. The product was returned and photos were provided of the reported product. The component was seen to be in good condition and no damage was seen on the component that could have led to dislodgement. Additional testing was performed on five sample units that were built to replicate the reported part number. Following testing, no leaks or dislodgements were noted.

Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), the connector dislodged from a leur fitting on the venous inlet to the oxygenator. The lines were clamped while a new connector was primed and replaced. The flow was returned and the patient returned back to baseline. The surgical procedure was completed successfully. There was a blood loss of about 100 milliliters (ml). There was no delay, nor adverse consequences to the patient.